Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer administered correction insulin by injection, did not require help from third parties, and contacted technical support, which provided instructions to reset pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged and understood instructions.